Manufacturer narrative:
On 7/24/2019, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during analysis of the device some lines of shell wear were noted in the anterior view expanding to the posterior view, also an area of missing material was observed in posterior view, siltex cracking was noted within the edges of the rupture. No additional anomalies were observed. Lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or as the result of an idiopathic inflammatory process or foreign body reaction. A number of epidemiology studies have evaluated large populations of women with breast implants from a variety of manufacturers and implant models. The studies do not, taken together, support an association of breast implants and a diagnosed rheumatic disease. We are unable to confirm the presence of or the possible etiology of the reported lymphadenopathy. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 500cc and experienced enlarged lymph nodes and rupture on the left side. As a result, the patient underwent removal on (B)(6) 2019.